Event description:
It was reported that the device had a system fault. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. E: phone number extension: (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D9 - date returned to mfg:12-sep-2024. H3: one device was received for evaluation. Service history review indicated no problems reported previously. The device was in good condition. No further device evaluation was required as the device met the qsr0024135 justification.